Event description:
It was reported that during an implant attempt, the lead was noted to have a bend at the tip. The physician attempted to straighten the lead with the stylet and the tip remained bent. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.